Manufacturer narrative:
(B)(4). The device was manufactured between june 14, 2014-june 16, 2014. The device was received for evaluation. Visual inspection identified a white particle approximately 0.30 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The reported condition was verified, but the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was found to have a floating white particle. The device was filled with fluorouracil. This was observed after filling. There was no patient involvement. No additional information is available.